Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the catheter batch/serial number. An examination of the crimped stent revealed no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The outer diameter (od) of the stent was measured and was within specification. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break at approximately 1270mm proximal to the distal edge of the device tip. The proximal end of the device containing the manifold was not returned for analysis as it was disposed of at the hospital. There were multiple kinks noted in the hypotube. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. There were no issues advancing the device over a 0.014" guidewire. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jul-2017. It was reported that advancing difficulties were encountered and shaft kink occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, difficulties were encountered in delivering the device and when the device was slightly pushed towards the tortuous area, the shaft was kinked. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported. However, returned device analysis revealed a hypotube break.